Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. Patient presented in clinic on (B)(6) 2018 for device interrogation. It was believed that the interaction between patient's merlin transmitter and device contributed to backup vvi functionality. The device was successfully restored from bvvi status. Patient did not experience any adverse consequences.